Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00373 (same user facility and reported issue, different unit). The fsr inspected the power cord and found no evidence of damage. The customer requested continuity of the alternating current (a/c) power cord leads be checked. The fsr replaced the power cord as a precautionary measure to eliminate any possibility of an intermittent open line. The fsr downloaded the software data logs and sent to the manufacturer for further evaluation (received on 05-may-2016). The power manager log showed the aps1 was run to battery depletion. The perfusionist (ccp) stated the "on battery" alert was not heard. Power manager and power supplies were tested satisfactory. The batteries were dead. The fsr ordered new batteries. The fsr installed new batteries and tested operation satisfactory. The fsr recommended monitoring the a/c power in room 2. The fsr suspects intermittent or noisy a/c power is causing the issues with the battery condition. No problems were found with the a/c power cord, power supplies or power manager. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the batteries fail to accept charge and do not meet the minimum conductance requirement. No anomalies were observed upon receipt of batteries. Per the product surveillance technician (pst) the batteries measured 12.7 volts direct current (vdc) (typical) and 7.5 vdc (non-typical) upon receipt. Conductance measurements were 144 siemens (s) (failing) for the first battery and unavailable for the second, the meter requires approximately 11.75 volts (v) or higher to obtain a reading. The batteries were connected to a lab aps1 and charging was initiated. The power maintenance screen was opened to monitor the charging, but no current running through the batteries was detected. After one hour, charging had not commenced as is typical. This indicates that battery degradation had occurred which prevents the batteries from accepting charge. No further testing was performed.

Event description:
The customer reported the power cord was defective on system-1 (aps1) because the system reportedly was operating on battery power while it was plugged in. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not confirmed. Multiple attempts were made to determine if the alternating current (a/c) in room 2 had been monitored, but were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.